Event description:
It was reported that the lead exhibited loss of capture and greater than 2500 ohms impedance in both unipolar and bipolar pacing configurations. The lead was replaced.

Manufacturer narrative:
Na